Event description:
During a persistent atrial fibrillation procedure, a steam pop resulting in a cardiac perforation occurred. While ablating from the left atrial roofline to the ridge, a steam pop occurred resulting in a 2 cm cardiac perforation and the patient became hypotensive. A pericardial drain was put in place and the patient was transferred to the ICU for surgery and the perforation was sutured to stabilize the patient. The patient is recovering. There were no performance issues with any abbott device.

Manufacturer narrative:
The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. Log file analysis indicates the catheter performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.